Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited failure to sense. The physician attempted to reposition multiple times with the same result. The right atrial lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.